Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had a stuck button alarm. Customer¿s blood glucose was 160 mg/dl at the time of incident. The customer also stated that the buttons were sticking out . Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector noted during visual inspection.